Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (charger problem) was confirmed. As received, the charger/modem was unable to charge a battery pack. Upon evaluation, the q1 component on the bedside board was thermally damaged and there was liquid contamination on the battery board. The cause of the charger problem is the damaged component and the contaminated battery board. The root cause of the defective component cannot be positively identified. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) to report a patient experienced a battery charger problem.